Event description:
The account reported that the patient was hospitalized due to fluid overload and right ventricular (rv) failure. During admission, the patient reported having a recent increase in the number of power and flow elevations with the highest values recorded on the morning of (B)(6) 2022. Additional information later received stated that the patient was being treated with medications for high ammonia. The patient¿s right heart failure did not exist prior to the left ventricular assist system (lvas) implant; however, no device related issues caused or contributed to the failure. A cause for the elevations was unable to be identified. The patient was asymptomatic during the elevations, and no treatment in regard to these events was provided. The elevations continued to occur intermittently, and the patient would continue to be monitored for the ongoing issue. Medications would also be continued and a possible consult with palliative care would be scheduled.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established. The submitted log file contained data from 00:17:21 on (B)(6) 2022 through 09:38:37 on (B)(6)2022, per the timestamps. Transient elevations in pump power and flow were observed on (B)(6) 2022, with values ranging from 8.8-15.1 watts and 8.9-12.0 lpm. These elevations also appeared to be associated with pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. The IFU, ¿introduction,¿ lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also addresses all pump parameters, including pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Under "right heart failure," discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.